Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: mentor smooth round spectrum 375cc saline breast prosthesis, catalog # 3501460, serial # (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a primary breast reconstruction procedure with a mentor smooth round spectrum 325cc saline breast prosthesis that deflated after implantation. The patient noticed loss of volume in her right breast. Deflation was later diagnosed by a healthcare professional. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
On (B)(6) 2020, the mentor failure analysis lab received the device for evaluation. On (B)(6) 2020, mentor completed the investigation on the suspect medical device. Device evaluation summary: the account reported that the patient experienced a deflated saline breast implant. During visual evaluation of the device, a crease in posterior view was observed. Additionally, a tear within the crease was noted, measuring approximately 0.3 cm. The evaluation determined that the rupture is consistent with a crease/fold rupture. These kinds of findings are a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: underinflation or overinflation of the device, continuous and sustained stresses to the device - such as too small a breast pocket and folding or wrinkling of the shell in the breast pocket, resulting in a tear at a later date. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 01/09/2020, mentor received additional information about the event. The patient is scheduled to undergo explantation on (B)(6) 2020. Manufacturer¿s reference number: (B)(4).